Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during the load process. It was reported the contact removes the cartridge before the prepare for cartridge stage. Customer's blood glucose level was not impacted. The contact was able to load a new cartridge successfully and resume insulin delivery.